Manufacturer narrative:
The lot was manufactured september 9, 2016 ¿ september 12, 2016. The device was received for evaluation. Visual inspection noted fluid inside the bag containing the device due to an untightened blue winged luer cap. After tightening the cap, a functional test was performed and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor was leaking and there was a white color in the bag. The device was filled with 2200 mg of desferrioxamine in 45 mf of 0.9% sodium chloride. This occurred prior to use, while the device was stored in the fridge. There was no patient involvement. No additional information is available.